Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 438 mg/dl. The customer¿s blood glucose level was 270 mg/dl and 500 mg/dl. The customer was treated with the manual injection. The customer troubleshooting was performed for high blood glucose level. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose event. The insulin pump will not be returned for analysis.